Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the returned device shows: the angulation in the up direction is out of standards due to worn of angle-wire. The forceps angulation is out of standard due to a cut wire. The inside of the lens is dirty. There is a gap at the adhesive part of the adhesive rubber. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports suspected forceps elevator breakage on an evis lucera duodenovideoscope. Upon evaluation of the returned device, olympus noted the inside of the lens to be dirty, indicating insufficient reprocessing. There is no patient impact associated with this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested event "lg [light guide] lens is dirty" was presumed to have been caused by: physical stress generated a gap at the lg lens glue. Dirt entered from there. Moisture invaded on the device from the leaking point, which corroded components inside the lg lens. Corrosion product left as dirt. The instructions for use document the following regarding detection of irregularities and possible prevention of this reported event, as below: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The IFU continues: "be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions.¿ the suggested event "wire [identified as the 'k-wire'] strand cut and frayed/raised" was presumed to have been caused by: strand of k-wire was broken due to a fatigue fracture from repeated operation of the forceps elevator; then the wire became frayed and raised due to repeated brushing around the elevator and attachment/detachment of the distal cover. Regarding this second event, the IFU documents the following on operation and inspection of the unit: "1. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the ¿ u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. Hold the elevator control lever and confirm that the forceps elevator remains stationary while pushed from behind. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent. If any damage (broken, frayed, or bent portion) is observed on the elevator wire, do not use the endoscope. 2. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the opposite direction of the ¿ u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is lowered smoothly. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent. If any damage (broken, frayed, or bent portion) is observed on the elevator wire, do not use the endoscope.¿ the IFU offers the following on reducing recurrence of this second event by reprocessing utilizing the below statement: ¿cleaning, disinfection and sterilization procedures - brushing around the forceps elevator and instrument channel outlet - using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work.¿ olympus will continue to monitor field performance for this device.